Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause for foreign material in forceps elevator could not be identified. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where the following deviation from instructions for use (IFU) was confirmed: customer used third party endoscope washer for cleaning purpose. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material in forceps elevator. There was no patient involvement.